Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, customer changed infusion set and cartridge and resumed insulin delivery.